Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "the recall was mentioned." Device remains implanted. Patient later reported capsular contracture grade unknown.

Event description:
Patient reported left side "recall was mentioned." Patient later reported "capsular contracture baker grade unknown." Legal representative additionally reported "local pain," "hardening of breast," "long-lasting swelling and redness," "rigid deformity on the breast," "limitation of arm movement and to daily activities and to daily activities," "negative thoughts of preoccupation and fear," "dense breasts with discrete calcifications of benign aspect," "cyst on infero-medial quadrant of left breast, measuring 0.36 cm," and "both presenting accommodation folds." The event of "cyst on infero-medial quadrant of left breast, measuring 0.36 cm" is not device related. Device remains implanted.